Event description:
This is a spontaneous case report received from a lawyer on 13-oct-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2008 for permanent birth control. After the implant, the plaintiff began suffering from severe menstruation pain, fatigue, headaches, cramping, heavy bleeding, back pain, pelvic pain, abdominal pain, metallic taste in mouth, and pain during intercourse. On (B)(6) 2016, she underwent a hysterectomy. Following the hysterectomy, she suffered a long and painful post-operative recovery. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: left insert sprung out. In cornua of uterus"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy with complications") and pelvic pain ("pelvic pain/ pain") in a 28-year-old female patient (gravida 5, para 5) who had essure (batch no. B97494, 626584) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (B)(6) 2005;(B)(6) 2009;(B)(6) 2011; (B)(6) 2014). Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and menorrhagia (endometrial ablation). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), back pain ("back pain"), abdominal pain ("abdominal pain/ cramping"), dysgeusia ("metallic taste in mouth"), dyspareunia ("pain during intercourse"), procedural pain ("suffered a long and painful post-operative recovery (following hysterectomy)"), mood swings ("mood fluctuation"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain") and complication of pregnancy ("complications with pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with metronidazole, surgery (B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation on (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, fatigue, headache, back pain, abdominal pain, dysgeusia, dyspareunia, procedural pain, vaginal discharge, cystitis, vaginal infection, urinary tract infection, weight decreased, menorrhagia, vaginal haemorrhage, vulvovaginal pain and complication of pregnancy outcome was unknown and the pelvic pain, mood swings and abdominal pain lower had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of pregnancy, cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. On (B)(6) 2014 ,dye test revealed, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Lot number: 626584 man date: 2008/02 exp date: 2010/01. Lot number: b97494 man date: 2013-11 exp date: 2016-11 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left insert sprung out"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnacy with complications") and pelvic pain ("pelvic pain/ pain") in a 28-year-old female patient (gravida 5, para 5) who had essure (batch no. B97494, 626584) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 4 ((B)(6)2005;(B)(6)2009;(B)(6)2011;(B)(6)2004). Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and menorrhagia (endometrial ablation). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), back pain ("back pain"), abdominal pain ("abdominal pain/ cramping"), dysgeusia ("metallic taste in mouth"), dyspareunia ("pain during intercourse"), procedural pain ("suffered a long and painful post-operative recovery (following hysterectomy)"), mood swings ("mood fluctuation"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain") and complication of pregnancy ("complications with pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, fatigue, headache, back pain, abdominal pain, dysgeusia, dyspareunia, procedural pain, vaginal discharge, cystitis, vaginal infection, urinary tract infection, weight decreased, menorrhagia, vaginal haemorrhage, vulvovaginal pain and complication of pregnancy outcome was unknown and the pelvic pain, mood swings and abdominal pain lower had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of pregnancy, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. On (B)(6) 2014 ,dye test revealed, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events: abnormal bleeding (menorrhagia, vaginal),vaginal pain, pregnancy with complications, device ineffective were added. Essure implant date was updated to (B)(6) 2014, additional lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left insert sprung out"), genital haemorrhage ("heavy bleeding") and pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 626584) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 9 months 23 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2016, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), headache ("headaches"), back pain ("back pain"), abdominal pain ("abdominal pain/ cramping"), dysgeusia ("metallic taste in mouth"), procedural pain ("suffered a long and painful post-operative recovery (following hysterectomy)"), mood swings ("mood fluctuation") and weight decreased ("weight loss"). The patient was treated with surgery (B)(6) 2016 d&c, hysteroscopy, open laparoscopy. Removal of essure coils and endometrial ablation. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, fatigue, headache, back pain, abdominal pain, dysgeusia, dyspareunia, procedural pain, vaginal discharge, cystitis, vaginal infection, urinary tract infection and weight decreased outcome was unknown and the pelvic pain, mood swings and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, mood swings, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion,he left coil had "sprung. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received: new reporter, patient¿s concurrent condition, lab data and essure lot number were added. New events: device dislocation, mood fluctuation, vaginal discharge, bladder infection, vaginal infection, urinary tract infection, weight loss, lower abdominal pain. Essure legal manufacture has changed from bayer healthcare, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: left insert sprung out. In cornua of uterus"), genital haemorrhage ("heavy bleeding") and pelvic pain ("pelvic pain/ pain") in a 38-year-old female patient who had essure (batch no. 626584) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, dysfunctional uterine bleeding and menorrhagia (endometrial ablation). On (B)(6)2008, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). On (B)(6)2016, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches"), back pain ("back pain"), abdominal pain ("abdominal pain/ cramping"), dysgeusia ("metallic taste in mouth"), dyspareunia ("pain during intercourse"), procedural pain ("suffered a long and painful post-operative recovery (following hysterectomy)"), mood swings ("mood fluctuation") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). The patient was treated with metronidazole and surgery (B)(6)2016 d&c, hysteroscopy, open laparoscopy. Removal of essure coils and endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, fatigue, headache, back pain, abdominal pain, dysgeusia, dyspareunia, procedural pain, vaginal discharge, cystitis, vaginal infection, urinary tract infection and weight decreased outcome was unknown and the pelvic pain, mood swings and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, mood swings, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion, her left coil had "sprung. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Lot number: 626584, man date: 2008/02, exp date: 2010/01 . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6)2019 for the following reason: events deleted : dob corrected. Abnormal bleeding (menorrhagia, vaginal),vaginal pain, pregnancy with complications, device ineffective . Essure implant date was updated (B)(6)2008. Lot number b97494 were deleted. Pregnancy information were deleted. Medical history were deleted. Lab data were deleted. Reporters information: lawyer,patients information (address) were deleted. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: left insert sprung out. In cornua of uterus"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnacy with complications") and pelvic pain ("pelvic pain/ pain") in a 28-year-old female patient (gravida 5, para 5) who had essure (batch nos. 626584 and b97494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 2005; (B)(6) 2009; (B)(6) 2011; (B)(6) 204). Concurrent conditions included body mass index normal, dysfunctional uterine bleeding and menorrhagia (endometrial ablation). On (B)(6) 2014, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on an unknown date. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), back pain ("back pain"), abdominal pain ("abdominal pain/ cramping"), dysgeusia ("metallic taste in mouth"), dyspareunia ("pain during intercourse"), procedural pain ("suffered a long and painful post-operative recovery (following hysterectomy)"), mood swings ("mood fluctuation"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain") and complication of pregnancy ("complications with pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with metronidazole, surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation on (B)(6) 2012). Essure was removed. At the time of the report, the device expulsion, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, fatigue, headache, back pain, abdominal pain, dysgeusia, dyspareunia, procedural pain, vaginal discharge, cystitis, vaginal infection, urinary tract infection, weight decreased, menorrhagia, vaginal haemorrhage, vulvovaginal pain and complication of pregnancy outcome was unknown and the pelvic pain, mood swings and abdominal pain lower had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of pregnancy, cystitis, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. On (B)(6) 2014, dye test revealed, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2016: quality-safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (hysterectomy). Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.